Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that based on the limited information provided and the absence of the explanted devices, the root cause of the dislocation cannot be concluded. However, the surgeon indicated that this was a ¿technical issue¿ and not the result of product failure. The impact to the patient beyond the expected pain from the revision procedure itself cannot be concluded. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that a revision surgery was performed due to loosening and dislocation of the cup. The acetabular shell, the liner, the femoral head and the head screw were explanted.